Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. It also reported that insulin delivery was suspended due to sensor glucose and blood glucose difference values. It also reported that the sensor glucose value that triggered the suspend event was 50 mg/dl and threshold suspend low limit in sensor setting was 50 mg/dl. The sensor will be returned for analysis.